Event description:
It was reported that the patient underwent a successful reverse shoulder arthroplasty and there were no issues noted at the first clinic visit two weeks post procedure. At the second clinic visit, approximately six weeks post procedure, the patient was found to have capsulitis with range of motion scores reduced from the pre-opertative evaluation. Medical intervention was performed, the details were not provided. The surgeon did not related the event to the device and there was no allegation that the implant had malfunctioned. No other information was provided.